Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se determined that the drive pulley on the syringe pump was not connected to the jack screw, thus there was no drive from the motor. The syringe driver assembly was replaced. Subsequently, syringe pump performance successfully passed testing.

Event description:
It was reported that during perfusion, the device user (du) observed that the syringes had not advanced as much as was expected. The du had reached out eight hours into the perfusion and it was confirmed that only three milliliters of infusions had been infused. It was further confirmed that the yellow tap had been in the open position for the duration of the case and that no 270 message (syringes need replacement) had appeared. The du also informed that they had carried out a stop and restart with no improvement. In addition, it was confirmed the lead screw was contacted by the silver clasp. The du, however, could not confirm if the lead screw was moving. They confirmed that they heard a noise that was similar to normal operation, but did not feel the screw move. The syringes advanced without issue when the black dial was used. The doctor continued by manually infusing the drugs for the rest of the perfusion.